Event description:
Doctor reported that on (B)(6) 2013 the pt sneezed without warning the fragmentation portion of the lensar treatment procedure, in doing so the pt raised his head up with the suction ring and arm still attached which resulted in a tear to his eyelid. The cataract surgery was completed without complication and the eyelid was repaired by the doctor.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available.